Event description:
It was reported that there was a motor run and stop error. A new motor was inserted but the battery was inserted backwards which cause something to smoked on the board. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the right plunger case was cracked and the flippers were not set properly in the plunger head. During the inspection and flow test, the reported problem was duplicated. The root cause of the reported issue was found to be that the leadscrew nut was not tightened to factory specifications causing the motor not running error. There was also a chip on the interconnect board that was burnt from customer plugging in the battery backwards. The root cause of the reported issue was found to be caused by the customer's incorrect assembly of the device. The leadscrew was tightened to factory specifications. The motor mount, worm coupling and gear was replaced as a preventative measure. The interconnect board for burnt chip was also replaced. D4 (UDI) is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).